Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had been experiencing issues with the row board. A field service engineer successfully reseated the row board and retractor band in both the 3.1 and 3.2 drawers to resolve the issue. The system functioned as intended after the field service engineer had troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pockets were not recognized. Assistance was needed for releasing or unloading. It was reported that the user had experienced a delay in medication dispensing due to a malfunction. There were no adverse events or injuries reported based on this event.